Event description:
A tech reported that in preparation for lasik, the corneal bed cut was incomplete, and the flap could not be lifted. The pt will have prk in the future. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).